Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up and down buttons do not move and sometimes had to press harder and several times and it started one month ago that below 30 units alarm did not go off on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.